Event description:
It was reported that, during implantation, two leads were implanted. There was no stimulation when the lead was connected to a snap lead cable for a test stimulation. The lead impedance was checked and electrodes #3, 4, 5, and 6 showed readings greater than 20,000 ohms. The leads were explanted and new leads were used. The stylet was inserted once, but was not thought to have caused a lead fracture. No information was provided related to the pt's outcome.

Manufacturer narrative:
(B)(4). Analysis of the lead model 3777 lot# v538076032 showed that no anomaly was found. The lead was functionally ok, the reason for the return of the lead could not be duplicated. A known good 3550-31 screening cable was connected to a wireless external neurostimulator and the returned 1x8 lead. There was good impedances on every electrode pair. The continuity was acceptable, with no shorts - dry. Analysis of the stylet model styler/stim lot# unk showed that no anomaly was found.